Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion had mild tortuosity, mild calcification, eccentric and a 90% stenosis. The physician was attempted a pre-dilatation with 2.0 x 12 mm rx voyager; however, a rupture was noted at the first inflation when it was inflated at 10 atm. Additional inflation was applied with another company's catheter, at 16 atm and a 2.5 x 15 mm mini vision was used to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident. Factors that may contribute to balloon damage may include manufacturing, materials, patient anatomy, patient disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The patient anatomy could have contributed to the reported rupture. However, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.